Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation; therefore, the reported issue is unable to be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 747 units, no prior complaints have been received. A two-year review of complaint history revealed no prior similar complaints. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. A risk analysis was performed and deemed acceptable. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. -if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected one 3031reflect extractor due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported device was returned to conmed for evaluation. Visual inspection observed the device's tyvek tray lid was misaligned with the packaging tray. The entire seal area was observed to be covered by the tyvek, and the seal area was measured to be greater than 1/4 ". Dye leak testing was performed on the packaging seal area and confirmed this sealing issue did not cause a breach in sterility. Due to the appearance of the defect area, it is likely that the tyvek lid was misaligned during manufacturing.